Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Analysis of the returned product confirmed a tear in the cuff. Based on the information provided and evaluation of the returned sample, it was not possible to determine the root cause of the observed tear. The customer reported they believe the balloon is being damaged by the patient's teeth. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "customer explains that over a 3 month period they have experienced 7 tubes where the cuff was "ripped" upon intubation. This was realized when cuff pressure could not be achieved. When they eventually extubated to replace tube, they saw hole in cuff. They have explained it as a rip caused by patients' broken or jagged teeth." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).